Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 302 mg/dl to 375 mg/dl and a large ketone level identified as dangerous. Reportedly, an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer adjusted the auto-off safety feature to address the issue. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with an unknown intravenous treatment, and fluids. Customer was unable to provide release date, however customer indicated issue was resolved and customer sustained no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.